Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that boston scientific technical services (ts) received a call about high out-of-range pace impedances of greater than 3000 ohms on the right ventricular (rv) lead. The high impedances caused a lead safety switch (lss) which lead to asystole of greater than two seconds with no reported patient symptoms. The lead was reprogrammed to a bipolar configuration, but there was no capture and the patient flatlined as they were pacing dependent. The device was reprogrammed back to unipolar and the sensitivity was increased to regain capture. It was later indicated that rv lead was fractured. The physician elected to replace the rv lead and it was surgically abandoned and successfully replaced. The device and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) received a call about high out-of-range pace impedances of greater than 3000 ohms on the right ventricular (rv) lead. The high impedances caused a lead safety switch (lss) which lead to asystole of greater than two seconds with no reported patient symptoms. The lead was reprogrammed to a bipolar configuration, but there was no capture and the patient flatlined as they were pacing dependent. The device was reprogrammed back to unipolar and the sensitivity was increased to regain capture. It was later indicated that rv lead was fractured. The physician elected to replace the rv lead and it was surgically abandoned and successfully replaced. The device and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) received a call about high out-of-range pace impedances of greater than 3000 ohms on the right ventricular (rv) lead. The high impedances caused a lead safety switch (lss) which lead to asystole of greater than two seconds with no reported patient symptoms. The lead was reprogrammed to a bipolar configuration, but there was no capture and the patient flat-lined as they were pacing dependent. The device was reprogrammed back to unipolar and the sensitivity was increased to regain capture. The physician elected to replace the rv lead and it was surgically abandoned and successfully replaced. The device and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.